Manufacturer narrative:
A follow u report will be submitted upon completion of the investigation.

Event description:
The customer reported that an unspecified error appears while switching on the defibrillator. There was no reported patient involvement.